Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and unable to connect to the server, and the device could not be located or diagnosed through remote support service (rss). The field service engineer (fse) attempted connection through an alternate network port; however, the issue persisted. Network ports were tested using a laptop, and both ports were found to be non-functional. Hospital information technology (it) was engaged to inspect the network cables and verify activation of the network ports. The serial number was validated, however diagnostics remained inaccessible. Repair actions included reconfiguring the network settings from static internet protocol (ip) to dynamic host configuration protocol (dhcp), after which coordination was carried out with the team lead, site contact, and customer support center (csc) to restore connectivity to remote smart service (rss). The customer support center (csc) proceeded with synchronization activities, and the site was advised to inspect reservations and network cabling for potential interference. A technical support specialist (tss) remotely accessed the station, stopped data synchronization and maintenance processes, and performed a backup of the database. Transaction logs were generated for the specified date range and saved for reference. The database was dropped and repaired using the prescribed database repair utility. Data synchronization was then restarted, and a full synchronization was executed successfully. Post-validation confirmed that the station was no longer in disconnected mode, and the issue was resolved. The system functioned as intended after field service engineer and technical support specialist resolved the issue.